Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the shell kept disengaging while the surgeon was torqueing during surgery. The surgeon then removed the shell and noticed it was cold welded. After further torqueing, the screw broke.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: corrected: multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2016-03741 shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners(B)(4) complaint sample was evaluated and the reported event was confirmed. The shell exhibits damage to the feature that accepts the inserter. As returned, the lead threads of the hex bolt are fractured and remain in the tm shell. Damage is seen on the hex head and the frame indicating off axis impaction. The hex bolt is seized in the frame. Damage is too severe for dimensional analysis. Device history record was reviewed and no discrepancies were found. With the information provided a definite root cause for the cold welding of the shell and inserter cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.